Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should additional information be received or the product be returned, a follow-up report will be submitted. (B)(4).

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, it dislodged from the targeted position while attached to the delivery catheter system (dcs). The partially deployed valve was then fully deployed, and a second valve was successfully implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.